Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify motor error alarm and failed battery test alarm due to blank display. Motor passed motor test.

Event description:
Customer reported via phone call that insulin pump had motor error and failed battery alarm. Customer's blood glucose level was 140 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the drive support cap was normal and the insulin pump was not exposed to high magnetic field. Customer stated the contacts were not missing or damaged. The insulin pump will be returned for analysis.